Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they were having their battery replaced due to shocking. They reported the device only shocked them when they adjusted stimulation. The patient reported the device was not shocking them all the time. Patient called in because it was time to have their battery replaced and was looking for a physician, physician listings were sent. No further complications were reported or anticipated.